Event description:
It was reported, far field r wave oversensing resulting in inappropriate mode switching was observed on the right atrial (ra) lead. A lead dislodgement was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.